Event description:
Initial reporter indicated that the pt was not programmed on after being implanted as he had an issue with brain tumors. The vns was later programmed on. When the pt had their vns interrogated at the physicians office on a later date it was not at the settings the physician had intended the pt to be at. Good faith attempts are being made for additional info as to the cause of the altered settings.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.